Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report that the transfer guard on the reservoir had a blockage and would not draw air into the reservoir. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and was informed to return the product for analysis.